Event description:
It was reported that when using the preloaded, monofocal intraocular lens (iol), the doctor found that when they released the iol from the cartridge, it appeared ¿folded¿ or "pleated". The doctor thinks the material may have changed as this was unusual to her. The iol was not folded in the cartridge for long before insertion into the eye. The lens remains fully inserted and no medical or surgical interventions were indicated. The patient outcome is not known and no further information was provided. This occurred with three separate lenses and patients. The other two incidents are being reported separately. This is report number 2 of 3.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the customer provided photograph was evaluated. The picture showed a pseudophakic eye implanted with a lens claimed to be implanted with a tecnis eyhance intraocular lens (iol) with smartload delivery system model gib00. Also, the tips of the irrigation aspiration (ia) handpieces could be seen in the patient's eye anterior chamber. In addition, at least 5 folds/pleats looking like diagonal marks were observed. The longest of these crossed almost the full iol diameter from 5:30 through 11:30 (in relation to the picture).the nature, root cause, or potential clinical impact of the reported event cannot be determined from a picture assessment. The iol was not returned for evaluation as it remains implanted. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow up, we were advised that the folds were there after the surgery and the patient was not examined post operatively. No further information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.